Event description:
It was reported that a catheter revision occurred. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).